Event description:
A surgeon reports a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reports the outcome of the event as "good".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 10/24/2008 by fax and mail. A completed questionnaire was received on 11/03/2008.